Event description:
The customer reported an erroneously elevated troponin I (access accutni) result, within the risk stratification range, for one patient, involving the access 2 immunoassay system. Analysis of a second sample collection produced a negative result. The same sample was reanalyzed on an alternate access 2 analyzer and recovered a result that was within the risk stratification and considered to be correct. The erroneous result was released out of the laboratory, and the patient was given heparin. An amended report was issued to the hospital. There has been no report of current patient outcome. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) verified vacuum, mixer speed, ultrasonics, luminometer, temperature, and alignments; all results were acceptable. The fse performed system check and lum-wash inc and lum-wash son diagnostic test; all results passed within specification. The fse performed 50-repetition precision test, and precision was acceptable. The fse performed quality control (qc) and it was within the customer's required ranges. No system issues were noted. The instrument conformed to the manufacturer's published performance specification. Quality control (qc) performed on (B)(4) 2012, passed within specification. Qc was performed three times on (B)(4) 2012, throughout the day. The customer reported using a troponin I normal reference range of 0.01 to 0.10 ng/ml. A definitive cause of the event is unknown.